Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (500 mg/dl). The customer took a manual injection to stabilize bg level. The customer stated to have ate food prior to calling tandem technical support (cts). During troubleshooting with (cts) the customer noted air bubbles in the tubing near the luer lock. The customer was instructed to expel air bubbles by performing a fill tubing.